Event description:
No needle - defective equipment. Unable to draw medication- no plunger (drawer), nothing to pull in and out to withdraw meds. Observation made immediately. I opened up the cover. So I had to use another syringe to complete the medication assignment/administration.